Manufacturer narrative:
The device was not returned to zoll medical corporation. The logs were subsequently provided to zoll technical service for review. During the investigation it was noted that log analysis indicated that cfb log entries were present on 11/19/25. Following the restart, the device operated as expected. The ventilator was not actively ventilating at the time of the reported event. Based on the observed cfb log entries, replacement of the main board is recommended as a precautionary measure.

Event description:
It was reported that before use, the device experienced user interface issues. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.